Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous insulin and antibiotics. The patient also had symptoms like sick-unwell. The patient also had high level of ketones. The ketones was found to be 7.7 mmol/l. No further information available.